Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that an attempt was made to detach an embolization coil with the v-grip; however, it was unclear if the coil had detached. During removal of the coil, the coil stretched and then detached. Both segments of the coil were removed together with the microcatheter without incident. There was no reported patient injury or health damage.